Event description:
It was reported that an ilet user experienced meal announcements resulting in only approximately 0.8 units at breakfast, 0.9 units at lunch, and 1 unit at dinner, which was traced to an incorrect body weight entry of 19 lb instead of 192 lb; the weight was corrected and user education on proper weight entry was provided. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.